Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 22-aug-2025, it was reported that a beta bionics ilet user experienced a hypoglycemic episode with a blood glucose value of 59 mg/dl. The episode was managed with fast-acting carbs. No outside medical intervention was required.